Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure the e-sep pencil was placed down on the drapes. The pencil burned the drape where it was placed down. The customer believed the pencil was unusually hot but they also noted that a holster was not used. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure the e-sep pencil was placed down on the drapes. The pencil burned the drape where it was placed down. The customer believed the pencil was unusually hot but they also noted that a holster was not used. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: d4: full UDI added h6: the quality investigation is complete.